Event description:
Subsequent to the initial medwatch report, the following additional information was received. The balloon used in this procedure was a non-abbott balloon, not an armada as initially reported. No additional information was provided.

Event description:
It was reported that the procedure was to treat a dialytic shunt lesion. Reportedly, the 6x40mm armada 35 was advanced to the target lesion; however, the balloon ruptured during first inflation at 18 atmospheres. There was no resistance during advancement or removal of the balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: device was not returned. It was originally reported that the 6x40mm armada 35 was advanced to the target lesion; however, the balloon ruptured during first inflation at 18 atmospheres. Follow-up information received on 5/25/2015 revealed that the balloon used in this procedure was a non-abbott balloon, not an armada as initially reported. Based on the new information, this event would not have been a complaint against the armada 35 device.